Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage/power cable disconnect alarms was confirmed via the log files. The provided log file, as well as a log file extracted from the controller during testing, were reviewed, collectively containing data spanning approximately 1 day (27mar2022 ¿ 28mar2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical low voltage advisory/power cable disconnect alarms were observed throughout the data while either batteries or wall power was in use. The alarms appeared to have been caused by the rsoc within the black power line briefly dropping below the alarm thresholds. No other notable events were observed. The returned system controller (serial number (B)(4) was functionally tested and was observed to have wire fatigue within its power cables, as the resistances for each wire were measured to be above average. However, the controller operated the mock loop as intended, and atypical alarms were unable to be reproduced throughout all testing, even when the power cables were manipulated by hand. Although the root cause of the reported event was unable to be conclusively determined through this analysis, the observed wire fatigue within the controller¿s power cables could have caused the event to occur. Review of the device history record for system controller, serial number (B)(4) showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage and power cable disconnect conditions. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low voltage alarms while on batteries and the mobile power unit (mpu). Log file analysis confirmed persistent low voltage and power cable disconnects that occurred on both battery power and mpu. It appeared the black power lead of the system controller was having issues maintaining the proper voltage. The system controller was exchanged.